Event description:
It was reported that the customer discovered that the surface of the head on the zimmer air dermatome ii had cracks and blisters in various areas. It was also reported by the customer that the device has been in use for a couple of months and all methods for cleaning and sterilization are validated and correct. This report is being submitted along with medwatch report: 1526350-2013-00402 and 1526350-2013-00403.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 02/07/2012 and has no repair history at zimmer surgical. Evaluation of the device observed bubbling along the leading edge of the head, as well as surface cracks on the head. A crack was also observed on the surface of the neck. Prior to repair, the device was outside of calibration specification at the zero and the .004 thickness setting on the right side and the side to side calibration. Additionally, the device failed side to side calibration at the 0.12 inch setting. The cause is likely the user not maintaining the device per proper handling. The zimmer air dermatome ii should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.